Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room for an unknown reason. Device interrogation was completed which noted there was t-wave oversensing. The patient received the anti-tachycardia pacing (atp) and the rhythm slowed. Atp therapy was given as the rate was faster than super ventricular tachycardia. The lead and the device are still in use. No patient complications have been reported as a result of this event.